Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2024-03851. This complaint will be closed as duplicate.

Event description:
It has been reported to philips that during a bronchial artery angiography procedure, both the lateral and frontal arms stopped moving. There was no reported patient or user harm. Philips has started an investigation of this complaint.